Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no dissection of the bicuspid valve occurred. The patient was placed on extracorporeal membrane oxygenation (ECMO) prior to the valve implant procedure.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012307630); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012362248); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012307630); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-26 (j292451); product type: 0195-heart valves; implant date 2025-01-31; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012342653); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient undergoing extracorporeal membrane ox ygenation with pre-existing aortic stenosis and a low ejection fraction, a dissection of the type 1 bicuspid valve was noted between the right and left raphe. After valve placement no further issues were observed and the patient left the room with a temporary arti ficial heart pump placed inside the valve. Following the procedure, the valve migrated deeper and leakage was noted from the side of the valve skirt. This resulted in acute severe aortic regurgitation. Per the physician, this may have been caused by interference when the heart pump position was adjusted. Per the physician, the risk of sinus sequestration was low due to a sinus of valsalva diameter of 30 mm and height of approximately 18 mm. A valve-in-valve procedure was performed using a second evolutfx. The second valve was deployed to 80% at a depth of 4 mm on the non-coronary cusp and 6 mm on the left coronary cusp. At 80% deployment, a large amount of aortic regurgitation was still noted due to leakage on the side skirt and coronary artery perfusion. The valve was fully released. Subsequently, a post-implant balloon dilatation was performed using a 22 mm non-medtronic balloon. Following valve placement, the patient's hemodynamics stabilized and the patient returned to the room without heart pump placement.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient undergoing extracorporeal membrane ox ygenation with pre-existing aortic stenosis and a low ejection fraction, a dissection of the type 1 bicuspid valve was noted between the right and left raphe. After valve placement no further issues were observed and the patient left the room with a temporary arti ficial heart pump placed inside the valve. Following the procedure, the valve migrated deeper and leakage was noted from the side of the valve skirt. This resulted in acute severe aortic regurgitation. Per the physician, this may have been caused by interference when the heart pump position was adjusted. Per the physician, the risk of sinus sequestration was low due to a sinus of valsalva diameter of 30 mm and height of approximately 18 mm. A valve-in-valve procedure was performed using a second evolutfx. The second valve was deployed to 80% at a depth of 4 mm on the non-coronary cusp and 6 mm on the left coronary cusp. At 80% deployment, a large amount of aortic regurgitation was still noted due to leakage on the side skirt and coronary artery perfusion. The valve was fully released. Subsequently, a post-implant balloon dilatation was performed using a 22 mm non-medtronic balloon. Following valve placement, the patient's hemodynamics stabilized and the patient returned to the room without heart pump placement. Additional information was received that no dissection of the bicuspid valve occurred. The patient was placed on extracorporeal membrane oxygenation (ECMO) prior to the valve implant procedure. Additional information was received indicating that on the same day as the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted. Approximately 9 days later, repeat surgery an intervention was performed for the aortic valve.